Event description:
This lead was explanted due to twiddler's syndrome. A new lead was not implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation approx. 23 cm and 42 cm distal to the is-1 connector pin. Furthermore deformations of the outer conductor coil were found. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Constant friction against another implantable device such as a nearby lead and the generator housing should be taken into consideration. The reported twiddler's syndrome also might have contributed to enhanced abrasion of the insulation as well as the deformations of the outer coil. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.